Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a robotic procedure, an unk type of forceps delivered unintended energy due to the generator being accidentally set on auto-bipolar. The pt sustained bowel injuries and another surgeon was called into the operating room to repair the injury. The site has not replied to multiple communication attempts to obtain current pt status.